Event description:
It was reported that the polyethylene articular surface was revised approximately 4 years post-op due to cysts around the bone screws. At revision, back side wear noted.

Event description:
It was reported that the polyethylene articular surface was revised approximately 4 years post-op due to cysts around the bone screws. At revision, back side were noted.